Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm repair interventional procedure. The sutures of two proglide devices were successfully placed, first one at 10'o' clock and the second at 2 'o' clock. The sheath was upsized to an 18f sheath and the procedure was completed. Reportedly post procedure, upon tightening the sutures after successfully advancing the knots to the vessel wall, significant blood oozing was found. A simple cut-down (widening the nick and spread) was performed, and hemostasis was achieved using a patch. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.